Event description:
Complainant alleged that the emergency medical technicians and a physician were attending a pt (age unknown) who was presenting a ventricular fibrillation heart rhythm. The emergency medical tech's reported that the device took more than 30 seconds to analyze the pt's heart rhythm. The emergency medical techs attempted to shock the pt with the device in semi-automatic mode, but the device did not charge. The pt subsequently expired.